Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information was requested but, the complainant was unable to provide the model number, lot number or product sizing information. No additional information has been received to date; however should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient had a c-section at 3 am on (B)(6) 2017 in which an aquacel ag extra dressing was inadvertently placed inside the abdomen instead of a hemostatic agent. Surgery was performed on the patient to remove the dressing. Per the information received, the patient is not exhibiting any signs and symptoms of infection or harm at this time.